Manufacturer narrative:
H3 other text : on-going.

Event description:
It was reported that the device failed completely on the on (B)(6) 2024 during the night with a problematic patient (prone position). According to the customer, it was observed that the display flickered and then went black. An acoustic alarm sounded immediately. The patient was immediately ventilated manually and the evita xl was replaced. No patient health consequences were reported.

Event description:
It was reported that the device failed completely on the (B)(6) 2024 during the night with a problematic patient (prone position). According to the customer, it was observed that the display flickered and then went black. An acoustic alarm sounded immediately. The patient was immediately ventilated manually and the evita xl was replaced. No patient health consequences were reported.

Manufacturer narrative:
The affected device, evita xl, was examined in the manufacturer's repair workshop; the log file was available for the investigation. The log file analysis showed that the device was restarted several times on the reported day of event and alarmed accordingly until it was switched off by the user. Based on the log file analysis and the device examination, a faulty air mixer cartridge was identified as the root cause of the repeated device restarts. Further o2 error messages were caused by a faulty o2 mixer cartridge. Replacing the two mixer cartridges remedied the issue. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence of the warm start has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. An "mv low" alarm is triggered as soon as ventilation starts until the applied gas volume is greater than the set lower minute volume limit. In the event of an unsuccessful warm start, a continuous audible alarm is activated and the emergency breathing valve remains open. The warm starts are repeated until the device is switched off. The display is dark during a warm start. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.